Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(6). Reason for original complaint ¿ litigation papers allege severe pain, a clicking sensation in her right groin and slightly elevated chromium and cobalt levels. Update rec¿d (B)(6) 2014 - medical records received. Patient revised to address metallosis. Upon revision, extremely scarred external rotators, brownish yellow fluid in the joint, and erosion of the pubic remus was noted. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014 update rec'd (B)(6) 2014- litigation papers received. Litigation papers allege pain, discomfort, malaise, swelling, bone and tissue damage, and excessive metal ion levels. The stem and sleeve are being added to the complaint. The complaint was updated on: (B)(6) 2014

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.